Event description:
It was reported that the saddle component of the pedicle screw popped off during rod placement but before final tightening. The screw was replaced and the surgery was completed with no further complications. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that approximately a .05-1.00mm portion of the saddle is broken. The assembly washer was not available for analysis. Screw appears to be in good condition. Sem analysis determined that fracture occurred due to tensile overload. A review of the device history records found no documentation to indicate a non-conformance to specification.